Event description:
Legal claim was received with medical records showing that after patient was implanted with the depuy knee, he began to develop increasing pain and swelling in his right knee. Patient was revised for aseptic loosening of the tibial tray due to inadequate cement mantle.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.